Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after device system implanted. The cause of death has been requested and no information is available.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional were made with the cardiologist and primary physician and no additional information is available. (B)(4).